Event description:
Pt was hospitalized due to medtronic insulin pump not administering insulin as it was reporting. Frequent kinks to tubing. Insertion site often dislodged during showering. High a1c blamed on pt not bolusing insulin adequately. FDA safety report ID# (B)(4).